Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the doctor said that they lost control of the monopolar curved scissors (mcs), however, they continued using the instrument in the same way. The surgeon reported that they used force at a certain moment of the procedure and that the steel cable was broken. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.